Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definite root cause could not be identified for the dirt on the light guide cover glass. The most probable cause of the reported scope communication error (error b30) is traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited scope communication error (error b30), and dirt on light guide cover glass. There was no patient involvement.